Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable and wall adapter connected to working wall outlet and no low power or shutdown alarms or power source alerts were noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to leave wall adapter plugged into a confirmed working outlet for at least 30 minutes to see if pump would begin charging. Upon follow up, pump battery was confirmed to be charging.